Manufacturer narrative:
The device was returned to physio-control and after evaluation, the reported device issue was confirmed. It was observed that the device likely had an object placed over the on/off button causing the button to repeatedly activate leading to 17 hours of overall on time. This excessive on time depleted the internal hlc batteries and also damaged hlc battery bt1, leading to the reported power issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the attention icon in the readiness display after the charge-pak¿ battery charger was replaced. During device evaluation, physio observed that the device would power off after the first voice prompt. There was no patient use associated with the reported event.